Event description:
In 2009, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's one touch ultramini continued to prompt the "apply sample" symbol even after a sample has been applied to the test strips. The complaint was classified based on the conversation the customer care advocate (cca) had with the rptr, since the medical surveillance specialist was unable to reach the pt and/or rptr by phone. The pt's spouse reported that the alleged issue began on the day of the event at 2:00 am. The rptr claimed that a result of not being able to test with the subject meter, the pt had a "seizure" shortly after the issue started. The pt's spouse stated that emergency services arrived at 2:20 am that morning and when they tested his blood glucose with their meter they obtained a reading of "54 mg/dl". The rptr stated that prior to the ems arriving, that she treated the pt with food and/or drink, but that the ems also treated the pt with "something sweet" to increase his blood glucose. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and that the test strips was drawing the sample into the test area. The issue remained unresolved when the pt retested using a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.